Event description:
It was reported that during bi-polar arthroplasty procedure in 2008, the liner would not seat and lock in metal shell. There were no reported adverse effects to pt.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. Eval of the returned device determined it to be possible for this condition to occur should the locking ring become locked in the uppermost expansion groove in the liner during assembly of the liner and the metal shell. When this occurs, the liner will neither advance further and lock fully into the metal shell nor can it be disassembled from the shell.